Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to a fill and a drain being outside of volumetric specifications. External inspection was performed and the device passed. Temperature confirmation testing was performed and the device passed. The pneumatic system was tested and a minor leak was found unrelated to the reported issue. Volumetric accuracy testing was performed and the device failed. The door piston was inspected and the piston to be cracked and the piston foam to be deteriorated. Test piston foam was installed and the device was able to pass a simulated therapy with no issues. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.